Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that minicap transfer set detached from the titanium adapter which resulted in a leak. This occurred during fill one of peritoneal dialysis therapy. The caregiver reported the patient "may have pulled at the catheter". The patient was brought to the "ped" and discharged the same day". The transfer set was replaced, however the titanium adapter remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.